Manufacturer narrative:
(B)(4). The device was returned because the stop of the foot plate for the device was sticking. Reliability engineering evaluated the device had a bent tip. The root cause of the reported complaint of ¿foot end tip was drilled out", was too much lateral force be applied causing the cutter to come into contact with the neuro tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damaged from misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning, it was observed that the top of the foot plate for the craniotome device was sticking. It was further reported that when the user tried to push down where the foot plate was it would come and get stuck in the up position. During pre-repair testing, it was observed that the tip of the crainotome device was bent. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.